Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, lot#: va0l5jy, implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the ins was explanted due to broken wires. No symptoms were reported. No further complications were noted or anticipated. Refer to pe (B)(4) for details pertaining to related event: lack effect.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 3889-28, lot#: va0l5jy, implanted: (B)(6) 2014, explanted: (B)(6), 2018, product type: lead. Ubd: (B)(4) 2018, UDI # (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer: the patient had no idea what may have caused the lead break, there was no fall or similar circumstance. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Please refer to mfg. Report # 3004209178-2015-20522, as the same reported issue was captured in . Mfg. Report # 3004209178-2015-20522. No new reportable information.